Event description:
The patient reported charging issues between the implant and the extrnal equipment. An advanced bionics representative met with the patient and the problem was confirmed. The patient was implanted with a new advanced bionics spinal cord stimulator.